Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
It was reported that during a peripheral angio procedure a (B)(6) old male, the flexor ansel guiding sheath broke inside the patient. Upon removal of the sheath from the right groin, it broke inside the patient at the access point. The portion of the device left inside of the patient needed to be removed via cut down. No additional details have been received.

Manufacturer narrative:
Investigation: a review of the complaint history, device history record, instructions for use (IFU), quality control , and trends of the returned device was conducted during the investigation. It is likely that the reported failure mode of "broke" refers to material separation. It is unknown whether the patient had calcified or tortuous anatomy. A device has not been returned to assist in the investigation. The sales representative, indicated that photos of the complaint device could possibly be obtained. However, no photos have been obtained at the time of this report. If photos become available, the complaint will be updated as necessary. The device history record was reviewed and no nonconformances were noted. The device history record for the subassembly lot sa6720461 was also reviewed and no nonconformances were noted. A complaint database search revealed this complaint to be the only reported complaint associated to the complaint lot number 6823661. It was reported that a wire had been utilized through the sheath and that an unknown product was inserted through the sheath at the time of the event. If a dilator had not been inserted prior to removal of the sheath, this could have contributed to the reported event. According to the sheath removal instructions provided in the IFU, the dilator should be inserted and then the dilator/sheath should be removed as a unit. Also, if the patient had scar tissue, calcification, tortuous anatomy etc. The patient's condition could have contributed to the device becoming damaged and/or caused significant resistance during removal of the device, which could have led to the reported failure mode. However, with the information available, a root cause cannot be determined.